Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the front speaker of the unit was not emitting any audio; the bottom speaker was functioning properly. It was identified that the front speaker cable was not fully inserted into the system board speaker connector. The front speaker cable was fully inserted into the system board and the unit functioned as designed.

Event description:
It was reported the speaker wire was broken. It was also noted that the unit alarm sound is muffled and difficult to hear if not near the device. There is no reported consequence or impact to the patient.